Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurring cellulitis at the implant site. On (B)(6) 2014 the patient underwent debulking and debridement of soft tissue. The implanted device remains.